Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the cartridge tubing during the load fill tubing process. Reportedly, the customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available. There was no reported adverse impact to the customer¿s blood glucose level.